Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted, due to device found in safety mode. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. Ther explanted device is expected to be returned for analysis.